Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. The battery was unable to be recognized by a charger due to a loose thermister. The root cause for the loose thermister was unable to be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery was unable to complete an essential performance testing.